Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. Treatment information was not reported. The patient was discharged one day after admission. The patient was reported to have recovered from the peritonitis. Dianeal therapy was ongoing. Further information was unable to be obtained at this time.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.